Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of some lights missing during self-test was not able to be reproduced. The returned system controller serial number (B)(6) was functionally tested using the laboratory equipment and was found to function as intended. A self-test was performed multiple times and the controller passed. All audio and visual signals were verified during the test. A full functional test was performed, and the controller passed all test steps. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing or qa specifications. Patient handbook , operating manual, instructions for use covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. How to perform a self-test and the active lights and audio tones during the self-test are described in patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that some lights were missing on the system controller during a self-test despite several tries. The controller was replaced with a controller from the hospital stock.